Manufacturer narrative:
(B)(4). The receiver data log was reviewed on 09/15/2015. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. Additionally, it was reported that the patient is under the age of two years old and calibration was not performed correctly. The dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. The user's guide also states: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes.

Event description:
Patient's mother contacted dexcom technical support on 09/04/2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Calibration was not performed correctly and patient is under (B)(6). At the time of contact, no injury or medical intervention was reported.